Event description:
Caller reported aviva blood glucose results: 8:08 pm - 494 mg/dl 8:13 pm - 436 mg/dl 8:16 pm - 172 mg/dl 8:20 pm - 197 mg/dl 8:21 pm - 191 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.